Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient said the ins battery couldn't be charged/jumpstarted by the rep so the ins was replaced on (B)(6). The patient also reported that they didn't like the new style carrying case for the external equipment; repair sent the patient the older style carrying case. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the explanted equipment was taken by a manufacturer representative. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. Information was reported that the patient stated she doesn¿t think that the ins is working and that she can't get the ins to charge. The patient stated that her healthcare provider (hcp) advised her to have the ins checked by a manufacturer representative (rep). When the patient was asked for the date when she noticed that the ins was not working or able to charge, the patient stated that months ago she fell and was in a nursing home, so it's been a few months since used the ins. The patient confirmed 2019. No further complications were reported. No patient symptoms were reported.